Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: lens remains implanted, therefore, not explanted. Phone number: (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thread-like substance was found in the anterior chamber of the patient's eye when the intraocular lens was implanted on (B)(6) 2020. The foreign body was aspirated by irrigation/aspiration (I/a) during the surgery. The doctor does not know what the source of the foreign matter was, but indicated that it was unlike cotton and gauze in the operating room, it was a material that reflects light, like plastic. The doctor believes that the substance was originally on the lens. It was noted that the foreign substance was discarded. The procedure was completed successfully and no patient injury reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).